Manufacturer narrative:
Unit was received with motion sensor test failure alarm due to broken motor slide tip. Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test due to motion sensor test failure alarm. However, unit was received with normal operating currents, passed unexpected restart error test, rewind, and displacement test. Motor failed motor test. Insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer's friend reported via phone call that the insulin pump alarmed motion sensor test failure. The piston in the reservoir compartment was broken. He tried inserting the reservoir yesterday without rewinding it. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.